Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient and her mother reported low blood glucose (bg) values and low continuous glucose monitor (cgm) values. The patient stated that she thinks the event was caused by the cgm reading too high in the hours prior, although no values were provided. She stated that she called the hospital because her cgm and bg readings were both low with no symptoms. After consuming sweets, the reading on both the cgm and bg meter did not rise, and she called the ambulance. At the hospital, the patient was monitored; her bg reading rapidly rose to 14.2 mmol/l and at the same time the cgm reading was 22 mmol/l. The patient was administered an unspecified amount of insulin and was discharged from the hospital on the same day. At the time of contact, the patient was feeling fine. The reported allegation falls within the b zone of the parkes error grid. Data was provided for investigation, but confirmation of the allegation could not be assessed because calibrations were not available for analysis. Confirmation of the problem and root cause could not be determined. No additional event or patient information is available.